Event description:
It was reported via repair work order that there was no power to auxiliary outlet due to auxiliary power cord sheathing was torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.